Manufacturer narrative:
The insulin pump was received with no act and down button response due to corroded keypad traces. No button error alarm noted during our testing. The insulin pump has minor scratched display window, cracked reservoir tube lip, cracked battery tube threads, cracked pump belt clip slot, missing end cap sticker and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that the customer received a button error alarm on the insulin pump, after it may have been exposed to perspiration. Her blood glucose level was 180 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up treatment plan. Nothing further was reported.